Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that this occurred as a result of mfg or component failure.

Event description:
Pt sustained head trauma to implant site 10 days post-operatively on (B)(6) 2012. Pt was treated with cipro (phone consult) and had office consult with surgeon on (B)(6) 2012. The implant was loose and was taken out by surgeon. Pt to have reimplantation on (B)(6) 2012.